Event description:
It was reported that (1) h2tuv was used during an tumor resection procedure. The device would not function. Opened another device to complete the case. There was no consequence to pt.